Event description:
A baxter service technician reported finding a flo-gard infusion pump in which the back-up buzzer failed to alarm during the self-test. This condition occurred during device evaluation. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 570:320:654:0000. The root cause was determined to be depleted main batteries. No repairs were performed as this is a stay-in device. The user interface module master software version is 6.13.90, which is classified as remediated. Additional information: the root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 570:320:654:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available.